Event description:
It was reported that pump generated repeated cartridge alarms, including confirmed cartridge alarm 30, while customer used current cartridges and pump software. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump with alternate insulin method if necessary, and technical support arranged replacement pump under warranty, provided instructions for storage mode and returning problematic pump within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.